Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon delivery catheter system (dcs) advancement, resistance was felt at the aortic arch, and the dcs was able to pass through. Following the implant of the valve, the patient's blood pressure decreased. Subsequently, a dissection was observed at the ostium of the left subclavian artery on dca imaging. The patient's left hand pressure monitor was replaced with a 6 french (fr) sheath, and a non-medtronic stent was placed to address the dissection. Following stent placement, there were no issues with blood flow and the procedure was concluded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon delivery catheter system (dcs) advancement, resistance was felt at the aortic arch, and the dcs was able to pass through. Following the implant of the valve, the patient's blood pressure decreased. Subsequently, a dissection was observed at the ostium of the left subclavian artery on dca imaging. The patient's left hand pressure monitor was replaced with a 6 french (fr) sheath, and a non-medtronic (smart 8-40) stent was placed to address the dissection. Following stent placement, there were no issues with blood flow and the procedure was concluded. Additional information was received indicating that after valve placement was completed, the pressure monitor in the left hand began to decrease. Upon checking the area near the aortic arch with dca, a dissection was identified at the ostium of the l-sca.

Event description:
It was reported that during the implant of a transcatheter valve, upon delivery catheter system (dcs) advancement, resistance was felt at the aortic arch, and the dcs was able to pass through. Following the implant of the valve, the patient's blood pressure decreased. Subsequently, a dissection was observed at the ostium of the left subclavian artery on dca imaging. The patient's left hand pressure monitor was replaced with a 6 french (fr) sheath, and a non-medtronic (smart 8-40) stent was placed to address the dissection. Following stent placement, there were no issues with blood flow and the procedure was concluded. Additional information was received indicating that after valve placement was completed, the pressure monitor in the left hand began to decrease. Upon checking the area near the aortic arch with dca, a dissection was identified at the ostium of the l-sca. Additional information was received clarifying that "dca imaging" was actually dsa (digital subtraction angiography). According to the physician, the dcs contributed to the dissection "probably because the dcs got caught while passing through" the aortic arch. Additionally, the physician stated that the non-medtronic guidewire that was used also contributed to the dissection "not because the wire itself scraped (the patient's vasculature), but because the wire's path tended toward the outer curve." It was noted that there was nothing significant in the patient's anatomy that contributed to the dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.